Event description:
It was reported that the inserter sliced the tubing and did not create pressure to expand. Implant did not expand.

Manufacturer narrative:
Lot# 06291501. Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. If user hits too hard on the proximal end of the inserter, peek tube may rub aggressively against distal metal edges of the inserter and eventually get cut. Conclusion: one of the possible factors for tube set being cut is user applying excessive force

Event description:
It was reported that the inserter sliced the tubing and did not create pressure to expand. Implant did not expand.